Event description:
It was reported that during a thyroidectomy procedure, the tissue pad came off and was retrieved. An new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/16/2008. Info anticipated, but unavailable at this time.